Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) male pt who received corega (super poligrip original denture adhesive cream) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started corega (dental). At an unk time after starting corega, the pt experienced anemia. This case was assessed as medically serious by gsk. Treatment with corega was continued. At the time of reporting, the event was unresolved. Super poligrip cream is manufactured in (B)(4). The lot number for this product is available; however, it is unk if the product will be returned for quality assurance testing. (B)(4).